Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient developed pain and loss of function.

Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The MDR report and medical records were transferred to bioengineering for review and a report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect other than the duofix femur. It is unlikely that there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). However, this complaint is considered out of series with an undetermined failure mode. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.